Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. A review of the event history log revealed "upstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. A service history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.